Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR (2432235-2015-00474) on october 12, 2015. On october 14, 2015 : the customer contacted siemens healthcare diagnostics inc. (Siemens) on (B)(6) 2015 and a siemens' technical support person visited the customer site that day. The customer confirmed that all three siemens' instruments on site were performing consistent with specifications and that all quality control materials were in range. The customer also noted that the platelet count correlated on all three siemens' instruments. The customer has informed siemens that there were no reports of other patient samples reporting falsely elevated platelet counts. They also stated that a blood smear was not reviewed for platelets as the flagging on this sample was in keeping with the patient's white blood cell counts, which had previously been running low, and the platelet count, which was not flagged, was in keeping with previous counts. They also confirmed that the patient died on (B)(6) 2015. Siemens concluded that the advia 2120i with dual aspirate autosampler instrument is performing according to specifications and that the customer did not follow operator guide instructions, which state "the advia 2120/2120i system does not enumerate abnormal cells. Despite a high degree of sensitivity and specificity in detecting conditions consistent with the presence of abnormal cells, test results produced by the advia 2120/2120i system are intended for laboratory use only. Whenever morphology or quantitative flags are triggered, the laboratory, before reporting patient results, must validate the results and take the appropriate action in accordance with established standard operating procedures.". The instrument is performing according to specifications. No further evaluation of this device is required. Corrected information: siemens' investigation has determined that the instrument used was an advia 2120i with dual aspirate autosampler (model number 10285573).

Manufacturer narrative:
The patient had a known white blood cell (wbc) leukemia. Wbc leukemia can create fragments which can sometimes be read as platelets on automated hematology analyzers. This is a known phenomenon and good laboratory practice dictates a manual platelet count in order to verify that subsequent automated platelet counts are valid on patients with wbc leukemia. The platelet size distribution on the histogram shows significant distribution. This is verified by the manual differential which gave a lower value and the testing performed on the abbott cell-dyn ruby system which gave a higher value than the advia 2120i without autosampler instrument. The cause of the reported discordant falsely elevated platelet (plt) result that was obtained on the advia 2120i without autosampler instrument is unknown. Siemens healthcare diagnostics inc. (Siemens) is investigating this issue.

Event description:
It was reported that: a discordant, falsely elevated platelet (plt) count was obtained on one patient sample on the advia 2120i without autosampler instrument and that the falsely elevated plt count was reported to the physician, who questioned the result when excessive bleeding was noticed during a tongue biopsy; and the blood film was reviewed and the platelet count was estimated to be lower. It was also reported that microspherocytes and shistocytes were found on the slide and the slide was positive for heinz bodies. Per the hospital, the same patient sample was then run on two different cell-dyn instruments in the lab - cell-dyn ruby (optical methodology) and cell-dyn sapphire (cd61 methodology) instruments; the cell-dyn sapphire results were reported to the physician. The patient subsequently experienced a subarachnoid hemorrhage. On (B)(4) 2015, siemens healthcare diagnostics, inc. Was notified that the patient had passed away.